Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. A functional test was performed and the reported issue was duplicated. During testing, leakage was present in the filter air vent. It was determined that the most probable cause was due using solutions with high levels of surfactants. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension set filter was leaking. She was instructed to pause the device and return the next day to the outpatient clinic for replacement. The patient was already on the third day of administration. Also stated that it was necessary to advance the speed of infusion so that the drug did not end outside the opening hours of the oncology clinic. There was no injury or harm. The product is available to return for investigation. The customer provided a video, it was attached to complaint object.